Event description:
A biomedical engineer reported that a system message was rec'd during setup. The footswitch was exchanged, but the system message recurred. A footswitch from another machine was used, and the procedure was completed. The issue was solved before a pt became involved.

Manufacturer narrative:
A sample has been rec'd by the MFR, but the eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).